Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a banding procedure. The exact procedure date was unknown. During the procedure, the handle of the device had to be rotated more than once in order to deploy a band. The procedure was completed with the same original device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy.